Event description:
The user facility reported a pmo kit, combined oxygen and temperature catheter (cc1.p1), did not function at the time of insertion. According to the user facility representative, the cc1.p1 was removed and another catheter was placed into the same hole. The revised catheter preformed, no replacements are required. The cc1.p1 is available for evaluation. Additional information regarding the circumstances of the event and patient outcome has been requested.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.